Manufacturer narrative:
According to the complaint description, the operating table was jacked locked and the table twitched even though the remote control/column control was not touched. No injuries to patients or staff were reported. The table was inspected by baxter at the customer's site. It was found that all 4 feet on the floor stamps were missing. The entire table would slide/move if pressure was applied due to the missing feet. All four missing feet were replaced and the device was working as intended. It is quite possible that the table could move due to the missing feet, as the floor stamps only stand on the joint balls to which the feet are normally attached. Due to the missing feet, the floor stamps only have a small contact surface and can therefore slide sideways more easily when force is applied to the table. However, the table is still securely locked. It is not possible for the table to tip over or even tip over due to the missing articulated feet. This is because all 4 floor stamps extend evenly on the floor. It was not possible to clearly determine why the feet were missing. Per the IFU the user needs to ensure that the device is undamaged and in a good working order prior each use. Based on this, no further actions are necessary.

Event description:
Customer reported that the dv table was locked into place and the table top was twitching although the remote/column controls weren¿t being touched. There was no report of patient injury or procedural delay. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported that the dv table was locked into place and the tabletop was twitching although the remote/column controls weren¿t being touched. There was no report of patient injury or procedural delay. This report was filed in our complaint handling system as complaint # (B)(4).